Event description:
Event description cpi received an out of service removal report which indicated that the physician performed an invasive procedure to explant this bipolar lead shortly after the implant procedure.